Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited far p-wave oversensing. No changes or interventions were performed. There were no consequences for the asymptomatic patient.